Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with symptoms of fatigued and dizziness to the emergency room at (B)(6) hospital. The pulse generator exhibited a radio frequency telemetry anomaly. The device was explanted and replaced successfully. No additional information was available.

Manufacturer narrative:
The reported event of telemetry anomaly was confirmed. The device was received with no rf telemetry available. Rf telemetry was recovered after reprogramming the device. The event of no rf telemetry is consistent with a firmware anomaly.